Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was reported that a component of the equipment that monitors and regulates the patient's (pt) dbs is not functioning. Pt has been struggling because the doctors are unable to properly adjust the dbs settings due to a malfunctioning device, which urgently needs replacement. This situation is causing the pt significant pain, particularly in their legs.

Manufacturer narrative:
H6. Codes have been updated to reflect the new information. H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had surgery in october to replace the battery with a newer model that requires home recharging instead of surgical interventions. Since the surgery, the new communicator has not worked at all. This has left the patient, who is in the final stages of parkinson's, with tremors, instability, and loss of autonomy. Despite multiple attempts to resolve the issue, there was no effective solution or follow-up provided. The patient's physical and mental health has deteriorated rapidly, and their wife is now struggling to care for the patient without the proper functioning of their dbs system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had a surgery to change their dbs but none of the devices were working.